Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 276480001, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported there was a loss of therapeutic effect. The device had worked really great for approximately two years but the past three weeks it didn't seem to work well at night. The patient had been waking up in pain, then would go to the bathroom and would have pain relief. It was noted it would go back to hurting again afterwards. The patient had checked to make sure their implantable neurostimulator (ins) was on with settings around 1.8. If the patient tried to increase the settings past 1.8 they got shocked and could really feel stimulation. It was noted the patient had not slept much because of this issue. It was also noted the patient denied any body trauma or falls that could have attributed to the issue. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was later reported there was a loss of therapeutic effect. It was noted the patient's symptoms returned around christmas time. The patient met with their representative, was reprogrammed, and was ok for "awhile" and was now currently in pain. It was noted the pain was keeping them up at night. It was noted the patient attempted to make adjustments on their own but it was not helping. Patient was unclear when their symptoms returned but noted it was "a while longer than two weeks."